Manufacturer narrative:
Date rec¿d by MFR:18jun2019. The manufacturer's international field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the motherboard to address and correct this event. The device was reported to have returned to normal service after this repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a machine alarm. No patient or user harm was reported. The event date was not specified; estimate used.